Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: promus elite ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged along its entire length and was pulled over the balloon cone and distal tip. During manufacture the max stent profile is measured and data was reviewed, both values are within maximum crimped stent profile measurement. The balloon cones were reviewed, there were signs the balloon was subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 20-may-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified and severely tortuous left anterior descending artery. A 32 x 2.75mm promus elite drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion despite multiple attempts due to tortuousity of the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.